Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the mild degeneration was not caused by the device and was not related. It was further provided that the stimulation had not moved, and they had discomfort at the implant site occasionally. The circumstances that led to this was unknown. The patient mentioned that they returned to the healthcare provider for evaluation, and they told the patient that in their opinion, the sciatic pain was not related to the device.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va13pft, implanted: (B)(6) 2016, product type: lead. (B)(4) pertains to the ipg (B)(4). (B)(4) pertains to the lead (va13pft). (B)(4) pertains to the ipg (B)(4). (B)(4) pertains to the lead (va13pft). Evaluation conclusion pertains to the lead (va13pft).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she no longer felt stimulation in the target area like she did originally and she thought that the lead may have moved. The patient reported that she used to have a bump or knot in the middle of her lower back but it was no longer there. The patient reported that she was also feeling pain at the implant site or just below it. The patient reported that she thought a wire may have moved and may now be causing her sciatic pain running from her lower leg to upper thigh. The patient reported that she had discomfort at night. The patient also reported that she had a cat scan, however, the orthopedic healthcare provider found mild degeneration but nothing that would cause the pain. The patient reported that she had tried turning the ins off, which helped a little with the sciatic nerve pain down the leg. The patient also reported that she was given prednisone but it wasn¿t helping. There were no falls or traumas related to this issue.